Manufacturer narrative:
Result: motion interrupt pan was broken and hanging down on one side.

Event description:
It was reported by service report that the motion interrupt pan was broken and hanging on the head right side. No pt involvement or adverse consequences were reported.